Event description:
The implantable neurostimulator (ins) was implanted in the patient¿s right side for about 28 days and then an infection set in. In (B)(6) the device was removed due to the infection. Additional information has been requested to find out what interventions were all required and if the infection resolved. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a new system placed after the infection resolved. There was no information about antibiotics, organism, cultures, or post op treatments. If additional information is received, a follow-up report will be sent.